Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, and the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any issues reappear, which the caller acknowledged and understood.